Event description:
It was reported that the pt had undergone a successful itb trial, but the day after implant of the drug delivery system, experienced life threatening low blood pressure, possible autonomic dysreflexia, atelectasis, hypoglycemia and hypothermia. The hcp does not know if this is unrelated and coincidental to the pump implant. The hcp planned to decrease the dose of lioresal to see if the symptoms improve. Additional info received the date of this report: the pt is "much improved" following dose reduction from 100mcg to 50mcg in a "gentle progression." The hcp was not certain that any of these issues are device related and stated that this pt was very complicated.

Manufacturer narrative:
.